Manufacturer narrative:
H.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during flap creation in the right eye of the patient, the patient eye started to roll. The surgeon immediately stopped the laser emission, resulting in an incomplete bed cut. The patient was sent home to heal before returning for another attempt at flap creation.

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: system was successfully verified after the surgery date. The review of logfile for the day of treatment shows all system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The logfile shows two successfully performed treatments. The reported treatment could be identified in the logfile. The logfile shows that the beam control check was performed about four minutes and fifty one seconds before the start of the treatment and not immediately before the treatment. The treatment of the patient's right eye was aborted due to the user released the laser pedal and pressed the vacuum pedal, which caused the interruption of the treatment during bed cut. The treatment was only seventy five percent complete. The reported issue is not caused by the system or the used patient interface. The info message ¿vacuum pumps stopped by foot pedal - treatment is aborted¿ indicated that the user shut down the vacuum pumps by pressing the vacuum pedal. The reason why the user switched off the vacuum is not visible in the logfile. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. No technical root cause was identified as the product was found to be within specifications. The root cause could be identified as patient condition related. The manufacturer internal reference number is: (B)(4).